Manufacturer narrative:
The device was not returned for evaluation. The customer returned the ECG data file for evaluation. Our evaluation of the ECG data showed that the device had wide r-r intervals, variability and width of the qrs segments. Based on these findings, we have determined that the device operated as designed and not a result of a device malfunction. Therefore this claim is being closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.